Manufacturer narrative:
All operating currents are within specification. The insulin pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor resistor. Failure analysis was unable to complete functional test due to prime anomaly. No physical damage noted during visual inspection.

Event description:
It was reported the insulin pump was returned without authorization. Communication was not provided on the reason for the insulin pump's return. The insulin pump will be received for failure analysis.